Event description:
A pt's serum sample was run multiple times using the assay. All results were elevated. Results using another method were not elevated. There was no clinical evidence of colon cancer according to he physician however, the add'l testing was performed due to a family history of colon cancer. The 8/7 specimen was returned for evaluation. No kit was returned. The returned serum sample was tested neat and after being spiked with a heterophile blocking reagent (hbr) using an in-house kit, lot number 690287. Results were as follows: neat =7.1 mg/ml. Neat + hbr =< mdc (minimum detactable concentration). Based on the above results, the data indicates that there is an interfering substance in the pt's serum sample which caused a falsely elevated result when using the assay kit lot niumber 690287.